Event description:
It was reported a declot procedure of an av graft was being performed in interventional radiology. During the procedure the tip of the ptd detached within the patient outside of the vessel and was left in the patient. They then used a second ptd device.

Manufacturer narrative:
(B)(4).